Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed due to a faulty processor circuit card. Processor circuit card was replaced and system hours and pump hours was reset. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the alarm 86 ( non-recoverable system error) occurred in arctic sun device.